Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during intra-op, the rep was seeing greater than 4k ohms with contacts 1 & 3, 2 & 3, 0 & 3; the rest of the impedance were fine per the rep. The healthcare professional (hcp) then removed and reinserted the leads, then wiped the lead with sterile water, and then reinserted the lead. When the rep tested impedances again, c & 1 and c & 2, showed question marks and they noted that some of the impedance readings were in the 3k range. At the end of the call,the rep was not in position to test impedances again. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that the high impedances did resolve when they increased the ma and pulse width. There were no further complications reported or anticipated.